Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope, exhibiting noise in the image. Upon inspection and testing of the returned device, the scope exhibited an abnormal color tone (image is magenta or green only) due to damage to the imaging unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, noise in image, color tone of the image abnormal due to damage to the imaging unit. (Image is magenta or green only), curved rubber scratches, curved rubber adhesive missing, operating part angle fixing part loose, scratches found on the operation part, scratches found on the grip, scratches on the right/left lever, scratches found on the right/left plate, scratches found on switch 1, stains difficult to remove found on the switch 1 part, video connector cracked, scratches found on the video connector, scratches found on the light guide connector, scratches on the light guide cover glass surface, and scratches found on the video connector case. The faulty parts will be replaced, and the device will be returned to the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, the investigation reported that the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.